Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing as a result of the no power alarm remaining silent when both power sources were disconnected from the controller. The device passed external visual inspection but failed internal visual inspection as a result of the controller's internal battery (bt1) that supplies power for the "no power alarm" was found depleted with signs of leakage on both cells (batt+ and batt-). The most likely root cause of the reported event may be attributed to a leaky internal battery. The manufacturer has opened an internal investigation to evaluate the controller's internal battery (bt1) that supplies power to the "no power alarm". Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
During smr upgrade of previous primary did not sound for no power. Did not sound before update and between. No effect on the patient was noted from this exchange.